Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation of essure device/ malposition of essure/ device not in line with fallopian tube"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea") and genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in 2008. The patient's past medical history included multigravida, parity 2, c-section, drug hypersensitivity, smoker, uterine dilation and curettage in 2006 and miscarriage. Previously administered products included for contraception: micronor and camila; for an unreported indication: depo shot and implanon. Past adverse reactions to the above products included genital haemorrhage with implanon. Concurrent conditions included fallopian tube disorder and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain /pain"), migraine ("migraines") and procedural pain ("tremendous pain during insertion"). On (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal cramping"), back pain ("back pain") and headache ("headaches"). The patient was treated with meloxicam, surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on 8-(B)(6) 2008. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, menometrorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, migraine and procedural pain outcome was unknown and the abdominal pain, back pain and headache had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: single linear coiled metallic foreign body measuring 3cm. In length was present attached to the uterus. Two fallopian tubes are identified with no abnormality diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hsg: failure to occlude (close) fallopian tubes; essure devices seen close to fallopian tubes, but are not in line with the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea and menometrorrhagia (confirming menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation of essure device/ malposition of essure/ device not in line with fallopian tube"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in 2008. The patient's past medical history included multigravida, parity 2, c-section, drug hypersensitivity, smoker, uterine dilation and curettage in 2006 and miscarriage. Previously administered products included for contraception: micronor and camila; for an unreported indication: depo shot and implanon. Past adverse reactions to the above products included genital haemorrhage with implanon. Concurrent conditions included fallopian tube disorder and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain /pain"), migraine ("migraines") and procedural pain ("tremendous pain during insertion"). On (B)(6) 2008, 5 months 18 days after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramping"), back pain ("back pain") and headache ("headaches"). The patient was treated with meloxicam, surgery (bilateral salpingectomy) and surgery (laparoscopic, supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, menometrorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, migraine and procedural pain outcome was unknown and the abdominal pain, back pain and headache had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology report: single linear coiled metallic foreign body measuring 3cm. In length was present attached to the uterus. Two fallopian tubes are identified with no abnormality. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hsg: failure to occlude (close) fallopian tubes; essure devices seen close to fallopian tubes, but are not in line with the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea and menometrorrhagia (confirming menorrhagia). Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and medical records received: historical condition, lab data and events added (device ineffective, procedural pain, vaginal bleeding, menorragia, dysmenorrhea, abdominal pain, back pain, headache and menometrorrhagia), event perforation updated to fallopian tube perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain") and migraine ("migraines"). The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2008). At the time of the report, the perforation, genital haemorrhage, pelvic pain and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine, pelvic pain and perforation to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.